Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxace-23 sn (B)(4) implanted (B)(6) 2015 explanted (B)(6) 2018 and replaced with onxace-23 sn (B)(4).

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the reported event; however, all attempts were unsuccessful. The manufacturing records for the onxace-23 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxace-23 sn (B)(4) was implanted in the aortic position in a 17.94 year old male patient on (B)(6) 2015 and required explant on (B)(6) 2018 (approx. 2 years 3 months postop) and subsequent replacement via additional onxace-23. Indication for reintervention is unknown and no additional information is available regarding the reported event. The explanted valve was not returned. The instructions for use (IFU) note the risk of explantation as a consequence of a complication, but we have no information on what complication may have prompted the procedure. Consequently, there is not enough information to know what, if any, relationship the explantation has to the valve. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, reoperation, disability, or death. See excerpt below. 5. Potential adverse events - adverse events potentially associated with the use of prosthetic heart valves (in alphabetical order) include, but are not limited to: angina, cardiac arrhythmia, endocarditis, heart failure, hemolysis, hemolytic anemia, hemorrhage, myocardial infarction, prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis, perivalvular leak, prosthesis regurgitation, prosthesis structural dysfunction, prosthesis thrombosis, stroke, thromboembolism. It is possible that these complications could lead to: reoperation, explantation, permanent disability, death. This event does not identify additional hazards or modify the probability and severity of existing hazards. Root cause for this event is unknown. No action is necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, onxace-23 sn (B)(4) implanted (B)(6) 2015 explanted (B)(6) 2018 and replaced with onxace-23 sn (B)(4).